Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified forearm shunt. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 10atm within 1 minute. The device was simply pulled out from the patient's body. The procedure was completed with another of same device. No patient complications were reported.